Event description:
Emt's responded to an emergency call and found a male pt pulseless and unresponsive. Defibrillator applied and pt found to be in a shockable rhythm. Device charged to 200j and when shock applied, defibrillator made a loud "shotgun" noise and fire came out of the apex panel. Pt regained pulse, was transferred to a second defibrillator and transported to the hospital where he expired 2-3 days later.